Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead and device loss of capture was noted. The device remained implanted, while the lead will be returned no adverse patient effects were reported.